Manufacturer narrative:
Based on the information provided, the cause of the reported event is unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. If additional information is obtained, a follow-up MDR will be submitted. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2020. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: after completion of a da vinci-assisted pulmonary wedge resection procedure, the patient experienced post-operative bleeding from the staple line. As a result, the patient underwent a second operation to reinforce the bleeding staple lines. The cause of the staple line bleed is unknown at this time.

Event description:
It was reported that after completion of a da vinci-assisted pulmonary wedge resection procedure, the patient experienced post-operative bleeding from the staple line. As a result, the patient had a second surgical procedure to address the bleeding. On (B)(6) 2020, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: it was reported that the patient underwent a pulmonary wedge resection procedure with no reported intra-operative complications. The surgeon had used the stapler 45 instrument with green stapler 45 reloads to fire on lung tissue. The surgeon did not inspect the staple lines after; however, for 40 minutes after stapling, the surgeon worked on removing some lymph nodes. There was no bleeding observed at that time. Within a few hours, after the patient was transported to the room, there was blood observed in the chest tube. The patient was taken into the operating room for a second procedure. The surgeon had just introduced the endoscope and noticed a lot of bleeding. As a result, he decided to convert the procedure to an open surgical procedure. It was identified that the first and the second staple line with the green stapler 45 reloads were leaking. The surgeon had to oversew on the staple lines to control the bleeding. The estimated blood loss was about one liter. The csr stated that there was no system generated errors. The surgeon had stated to the csr that he believed that the re-inflation of the chest cavity by the anesthesiologist was too rapid and aggressive, and that could have contributed to the staple line bleed. The surgeon did not allege any malfunction of any isi device or system. Hence, the reloads and the stapler instrument will not be sent to isi for analysis. There is no video recording of the procedure available for review.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just an adverse event as previously reported. Corrected information can be found the following field: b1 b1 updated from "adverse event" to "adverse event and product problem"

Event description:
Refer to h10/h11 for follow-up information.